Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic during follow up when the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made.

Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported field event of post-paced t-wave oversensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.